Event description:
Caller reported a malfunction on pump after it got wet, displaying a malf 3 code that couldn't be reset. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a pump replacement, advised caller on using mdi as a backup, and provided instructions for storing and returning the faulty pump. Caller will receive a new pump with updated software, along with available training and instructions on using a g7 sensor.